Event description:
.

Manufacturer narrative:
There was no model or size identification of the shiley tube in the maude report. A copy of the maude report is attached to this MFR's report for reference. Note: this is being submitted as a 5-day report possibly associated to z-1462-2010/z-1523-2010.